Event description:
Foam needle stop was not adhered to the bottom of the tray, so it came out when needle was placed in it. 22-gauge needles in use. Staff member put the plastic cap flat on the tray and slid the needle in. She moved the needle vertically to secure the cap and the cap poked through the top of the plastic cap. Employee needlestick injury occurred. Two prior incidents with this lot did not result in employee injury. Manufacturer response for lumbar puncture tray (adult pediatric), safe-t (per site reporter). "I will be forwarding this on to our field assurance team. Even though we are no longer selling this item, we do indeed need to be made of any adverse events. Thank you."